Manufacturer narrative:
Three photographic cine images were provided. The images are of the powercross dilatation catheter inflated. A section of the balloon chamber is not inflated near the middle of the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the powercross pta balloon to treat the femoral popliteal as per IFU. It was reported the balloon was advanced to the target lesion with no issues noted, the balloon was inflated, before reaching nominal pressure the physician observed that the balloon was unable to expand in the middle. The patient is reported to be doing okay.

Manufacturer narrative:
Device evaluation summary: the powercross dilatation catheter was received for evaluation. The powercross catheter was inflated with a 10cc water filled syringe. A set of twisting witness marks were noted in the inflated balloon chamber. The twisting witness marks are approximately 92mm proximal of the distal tip powercross 210mm balloon length catheter. If information is provided in the future, a supplemental report will be issued.